Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd pump system displayed fault error code 46515. The event occurred during infusion.

Manufacturer narrative:
One device was received for evaluation. Service history review found no previous related history. The reported issue was duplicated through the event history alarm log where the error code was reported. Further investigation found a delaminated downstream occlusion (dso) seal and a separating upstream occlusion (uso) seal. The device also was due for maintenance. The dso/uso seals were replaced. The device underwent dso/uso calibration and occlusion tests.